Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The getinge company representative reported that the iabp has been repaired by replacing the executive processor board. The iabp unit has been cleared for clinical use.

Event description:
The customer reported that while performing service/test on the intra-aortic balloon pump (iabp), the booting would not complete when the unit was switched on. The unit kept booting and after some time the system gave a continuous beep alarm. There was no patient involvement, thus no adverse event was reported.